Event description:
The radiologist at the customer site reported that the system produces an artifact on CT brains, which may mimic actual pathology. Specifically, there are areas of hypoattenuation, which mimics a subtle subdural haemorrhage. The artifact was recognized since the pathology did not meet the pt's clinical presentation and it was reported as such in the radiology report. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).